Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results obtained when non-vitros biorad specialty immunoassay quality control (qc) fluids were tested on a vitros 5600 integrated system. Biorad lot 64940 level 1 results of 13.89, 13.50, 15.03, 14.20, 15.30, 14.25, 14.58, and 15.01 pg/ml versus the expected result (customers baseline mean) of 22.50 pg/ml. Biorad lot 64940 level 2 results of 121.89, 121.56, 120.50, and 122.60 pg/ml versus the expected result (customers baseline mean) of 176.1 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected, vitros ipth results were obtained when the customer was processing non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined lower than expected vitros intact pth (ipth) results obtained when non-vitros biorad specialty immunoassay quality control (qc) fluids were tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. No information was provided with regards to the handling and storage of the biorad qc samples for vitros ipth lot 1621 during the qc testing events. It is possible improper handling of the qc samples between the testing events contributed to the lower-than-expected vitros ipth lot 1621 results. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Continual tracking and trending has indicated a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. A vitros ipth lot 1621 reagent issue cannot be ruled out as a contributor to the event email address for contact office in above is (B)(6).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).